Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A motor rate error (mre) was found in the event history log (ehl). The mre was not replicated during an occlusion test. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The motor assembly components on the pump were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a motor rate error (mre). No patient injury or complications were reported in relation to this event.